Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a cable issue. A field service engineer reseated the row board ribbon cable and the retractor cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a drawer failure the customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.